Event description:
It was reported by the customer that when using the bd pyxis medstation es, the bd application restarted, and the device was stuck on blue screen. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and imdrf annex f to reflect delay a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station became stuck on a blue screen and failed to restart the application. A technical support specialist (tss) logged into the station and manually launched the med application, confirmed the application was able to launch without error. The tss then found and applied knowledge article "medapplication not launching automatically; station at blue screen" to ensure carefusion application autologin & med application launched as expected to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the bd application restarted, and the device was stuck on blue screen. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained from a secondary pyxis. However, there were no adverse events or injuries reported based on this event.